Manufacturer narrative:
(B)(4). The device is currently unavailable.

Event description:
Per the clinic, the patient experienced pain at the implant site. Subsequently, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss.